Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Visual analysis of the returned precision speedtac anchoring system kit revealed that half of the suture was threaded through the first handle. The anchor was not present. Both ends of the suture were inspected under a microscope and no evidence of breakage was observed. Visual analysis of the second handle revealed the anchor had been deployed but remained on the suture. Both ends of the suture were threaded through the handle and were inspected under a microscope. No evidence of breakage was observed. The device showed no evidence of either the alleged issue or any defect which could have contributed to the event.

Manufacturer narrative:
(B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2013-04072 pertains to the other device. It was reported to boston scientific corporation that during a cystocele repair and tubal vaginal sling procedure using a precision speedtac transvaginal anchor system, the suture detached. It is unknown whether or not the suture or anchor detached inside the patient. The physician completed the procedure with another precision speedtac transvaginal anchor system with no complications to the patient. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2013-04072 pertains to the other device. It was reported to boston scientific corporation that during a cystocele repair and tubal vaginal sling procedure using a precision speedtac transvaginal anchor system, the suture detached. It is unknown whether or not the suture or anchor detached inside the patient. The physician completed the procedure with another precision speedtac transvaginal anchor system with no complications to the patient. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.